Event description:
The account alleged that the bed collapsed. Not aware of any injuries. A pt was in the bed and the bed was being used in a med surge unit.

Manufacturer narrative:
The accounts maintenance removed the bed from service and could not duplicate the alleged malfunction.